Manufacturer narrative:
Describe event updated. (B)(4).

Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure the patient experienced a dissection. The lesion being treated was a de novo 90% stenosed, 2.50x14mm lesion located in the distal circumflex. The physician treated the lesionwith pre-dilatation and implanting a 2.50x20mm promus element plus stent at 12atms. No post-dilation was performed. Dissection occurred during the implanting of the stent. Treatment of the dissection is unknown. Post procedure 0% stenosis timi flow 3. The patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the vessel was rigid. A 4fr co-catheter was used to advance the promus element stent to the target lesion. During inflating an anchor balloon to deliver the co-catheter, the dissection may have occurred, however there was no angiography performed prior to stent deployment. The dissection was noted to be in the distal stent. A non-bsc 2.50x8mm stent was implanted as a bailout stent as the study stent was not long enough to cover the dissection.